Manufacturer narrative:
Based on the information available to us, we were unable to confirm the event. In the meantime, all information received will be used for further tracking and trending purposes.

Event description:
Customer reports: we had an issue with the foley trays in one of our neuro cases yesterday. Four out of the five lots below had either a hole in the bag or the balloon would deflate. Per additional information provided on (B)(6) 2023, the foley catheter deflated after insertion.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.